Manufacturer narrative:
(B)(4)./ product not yet returned for evaluation. Most likely underlying root cause: mlc-57- user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of trividia's bgm system to the results from another trividia's bgm system test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for low blood glucose results. Wife is calling on behalf of the customer. The customer is concerned with results of 30mg/dl non-fasting. The expected fasting blood glucose test result range is 120 to 140mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. The test strip lot manufacturer's expiration date is 04/24/2019 and open vial date is approximately one week ago. The meter memory was reviewed for previous test result history: result 1 :30mg/dl date: (B)(6) 2017 time:6:33am n/fasting. Result 2 :138mg/dl date: (B)(6) 2017 time:5:40am n/fasting. Result 3 :188mg/dl date: (B)(6) 2017 time:8:28am n/fasting. Result 4 :334mg/dl date: (B)(6) 2017 time:5:30am n/fasting. Result 5 :140mg/dl date: (B)(6) 2017 time:6:15pm n/fasting. Customer's wife called in states the meter is reading high and low. Wife states her husband has chronic pancreatitis and has to travel frequently to (B)(6) to see many doctors for customer's chronic health. Wife states that her husband's insulin has been adjusted to accommodate a faulty meter. Wife states husband takes creon before meals and a1c is 7.1(157mg/dl) performed a week and a half ago. Wife performed a meter to meter comparison today and husband obtained 30mg/dl non-fasting with true metrix and 183mg/dl non-fasting with reli-on meter that belongs to the wife. Wife states husband ate peanut butter based on low reading but did not feel any symptoms. Wife is concerned with 30mg/dl non-fasting as too low, and 188mg/dl non-fasting and 334mg/dl non-fasting both are too high. Customer denies the need for medical attention at the time of call and denies signs and symptoms of hyperglycemia at the time of call.